Event description:
The customer reported non-reproducible access dil-total beta human chorionic gonadotropin (hcg) assay for one patient. The customer stated the assay was run on an access 2 immunoassay analyzer and all samples were run in duplicate. The customer noted that result of 22,706 miu/ml was reported out of the lab after careful deliberation with the customer's supervisor. The customer stated that qc is run twice per day and results were within established ranges. Qc was also run after the incident and recovery was within range. Beckman coulter field service engineer (fse) reviewed qc from day of incident and system check from march 4 and results met specifications. Fse performed modified preventive maintenance (pm) minor and replaced the pinch roller, mixer belt pulley, precision pump timing belt, wash carousel bearings, o-rings and eclips. Instrument was then verified and results met published specifications. Root cause is unknown and could not be determined; issue may be reagent-related.

Manufacturer narrative:
Evaluation code - results code (B)(4) (other): instrument was verified and results met published specifications. Evaluation code - conclusions code (B)(4) (other): issue may be reagent-related.